Event description:
During the device evaluation, it was found that the plating on distal end of the videoscope was peeled. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable causes are due to some kind of stress, such as damage or deterioration of parts or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.